Event description:
Per the customer....has been using new waterpik for about a week, just now it cut my tongue in two places from the force of the water. It was on setting #10, the highest and has been for some days with no problems.

Manufacturer narrative:
Unit in question has not yet been returned for testing and evaluation. Device in question has not been received.